Event description:
It was reported that during a stenting treatment procedure balloon withdrawal resistance occured. The physician was implanting a 4.50x12mm veriflex stent in the proximal circumflex, which had two quick 90% bends in it. The stent was placed and deployed at 9 and 10 atm's for 8-10 seconds. The physician encountered some resistance while trying to withdraw the delivery balloon. After some manipulation of the guide catheter, the delivery balloon was successfully and completely removed. The procedure was successfully completed and there were no complications. The patient condition was listed as good.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)